Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the investigation has been completed.

Event description:
Report received that the customer is having discrepancies with chemotherapy infusions where the infusions are taking too long to infuse. A 24 hour infusion of chemotherapy (cytarabine) was to complete at 3:30 am on (B)(6) 2011, but completed at 8:50 am on (B)(6) 2011. The pt has an interruption for 30 minutes of a platelet infusion and another 30 minutes interruption for a shower during this 24 hour infusion.